Event description:
In 2009, this patient underwent endovascular repair for a type b dissection of the descending thoracic aorta. A gore tag thoracic endoprosthesis was implanted. On an unknown date, computed tomography scan indicated that not all of the original entry and/or exit points of the dissection were covered by the originally implanted device. Therefore, in late 2008, a reintervention occurred, whereby the patient was implanted with a gore tag thoracic endoprosthesis in the descending thoracic aorta. Post-operative computed tomography scan indicated that all the entry and/or exit points of the dissection in the descending aorta were now contained.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in patient populations that include acute and chronic dissections. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.